Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) stored episodes that showed noise on the shock electrogram (egm); this appeared to be a recurrent observation. However, therapy was not impacted, there were no adverse patient effects, and the plan was to monitor. Additional information was received that in (B)(6) 2015, this device system was evaluated as the patient received two shocks. The shocks were delivered due to noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) leads. Surgical intervention was performed and when the pocket was opened both leads appeared to have lead body damage with exposure of the wires. It was reported that the patient had recently started lifting weights. The ra lead was repaired and a new rv lead was implanted. The damaged rv lead was repaired to prevent shunting of energy and was then surgically abandoned. The device was programmed vvi 40 ppm with ra enhancements kept on. No additional adverse patient effects were reported. Further information was provided that while implanted, the rv lead pacing impedance was 650 to 670 ohms and the shock lead impedance was 85 ohms. There were no adverse patient effects related to the procedure.